Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the curved adhesive part of the subject device was chipped and eventually fell off most probably due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the curved rubber adhesive part was missing from the subject device. There was no patient involvement.